Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Regarding the coma, unresponsiveness and decreased consciousness, it was reported this was a device issue. The cause of the volume discrepancies was not determined. The hcp will await analysis of the pump when it is removed. The coma, unresponsiveness and decreased consciousness has been resolved. The patient was referred to the wound care department for treatment. No antibiotics were started. The infection has not resolved. The patient was to follow up with wound care at the end of (B)(6). The patient will be seen and evaluated for pump removal in early january. Patient weight was (B)(6). Per hcp, the following is a corrected statement for the case: the patient came to the clinic for a pump refill on (B)(6) 2018. During the refill the expected reservoir volume was 3.1 ml. The actual volume aspirated was 17 ml. The pump was filled with 40 ml baclofen and the dose and concentration were updated. Within 10 minutes the patient showed signs of decreased level of consciousness and unresponsiveness. A med alert was called and the patient was transported to the emergency department where he was intubated due to loss of responsiveness, flaccidity and apnea. The patient was sent to the picu, placed on a ventilator for respiratory support, monitoring and management of vital signs. On (B)(6) all baclofen was aspirated from the pump with an expected reservoir volume of 39.7 ml, the actual volume obtained was 35.2 ml. All remaining baclofen was removed from the pump and it was filled with 40 ml of preservative free normal saline. A single bolus was programmed to clear the drug remaining in the catheter. The patient slowly started to regain responsiveness to voice and noxious stimuli. The patient was extubated on (B)(6) 2018 and remained hemodynamically stable. On (B)(6) 2018 the baclofen pump was interrogated and again aspirated of its normal saline. The expected reservoir volume was 38.2 ml, actual volume found to be 3 ml. The pump was refilled with 40 ml normal saline and programmed at a minimal rate of 99.9 mcg/day. The patient continued to improve his interaction and started making choices by pointing. The patient was able to say single words but was not consistent. This improved with speech therapy although not back to previous baseline. On (B)(6) 2018 a discontinue therapy session was carried out and the pump was shut down. This was done because a week prior to this event the patient¿s pcp noticed a pulmonary infection due to aspiration and due to the development of a sacral pressure ulcer it was recommended that pump extraction be delayed approximately 6 weeks. The patient was started on baclofen 10 mg three times a day per g-button. The patient was discharged home with mother on (B)(6) 2018.

Manufacturer narrative:
Analysis results were not available as of the date of this report due to the legal status of this event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient suffered an overdose of baclofen from an indwelling catheter affixed to a malfunctioning infusion pump on or about on (B)(6) 2018. The overdose resulted in respiratory failure and subsequent coma, for which the patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. It was noted the overdose was by all accounts due to a malfunctioning pump.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse gablofen 2000 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 375 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported there had been multiple volume discrepancies; actual residual volume (arv) greater than expected residual volume (erv) and arv less than erv. The pump was "malfunctioning". The patient went in for a normal refill on (B)(6) 2018 no symptoms at that time. During the refill they were expecting 3.1 ml and got back 17 ml. There were no prior refill discrepancies and nothing remarkable on the prior refill. The pump was filled with 40 ml of baclofen. On (B)(6) 2018 the patient had symptoms of decreased consciousness and unresponsiveness. The patient was comatose, intubated. "Apneic", and flaccid. The patient was in the intensive care unit (ICU) on a ventilator. The physician removed the baclofen and stated 5 ml of baclofen infused in that short time. The baclofen was removed, and saline 40 cc was put in the pump at minimal rate that day (saline 1 ml/ml .006 ml/day). On (B)(6) 2018 the saline was aspirated and got back 3 ml and were expecting 38 ml. There was nothing remarkable when changing out the baclofen to saline or refill from (B)(6). It was confirmed there was no pocket fill. The patient had an infection that was noticed a week ago as a result from aspiration at the hcp office. As a result of the infection the pump was not being removed at this time. No further complications were reported.

Manufacturer narrative:
Patient weight (B)(6). If information is provided in the future, a supplemental report will be issued.